Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2079 mayfield infinity xr2 base unit had a broken knob. The (B)(4) swivel assembly standard, a subcomponent of the a2079, broke off in the a2114 mayfield infinity xr2 skull clamp. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The xr2 standard adaptor knob threads were broken off in the xr2 clamp base. The DHR review cannot be performed as the lot number was not provided. Failure analysis to identify root cause confirmed complaint event. Device received with broken knob. Integra life sciences thoroughly investigated the complaint event. This investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.